Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly, which led to a pump shutdown. The customer provided a blood glucose level of 279 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.